Event description:
It was reported the pt she is experiencing overstimulation and is sensitive to the stimulation. It was also reported the pt's pain increases for approx one minute after stimulation is turned off. An sjm rep met with the pt and reprogramming was unable to resolve the issue. The pt is to consult with the surgeon as the next course of action. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.